Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The patient side cart (psc) blue fiber port tightened. Connection secure and system test drive successful. Ready for use. The system was tested and verified as ready for use. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blue fiber cable had fallen out of the back of the patient side cart (psc), causing a non-recoverable fault. The caller attempted to reconnect it but continued to receive a "not connected" message on the psc. The technical service engineer (tse) reviewed the logs and confirmed the issue, explaining that it was likely related to the blue fiber cable not being secured in the back of the psc. The tse guided the caller through checking both ends of the blue fiber cables and tightening the fiber port on the back of the robot. Upon powering up, the system experienced no issues, and the psc was recognized by the system. The caller mentioned that management did not want to use the robot until it was checked by an engineer, and the call ended. The procedure outcome is completed with no reported injury. Intuitive followed up and obtained additional information. With tech help, the customer was able to tighten the connection for the cable and then reattached the cable. All worked fine after that. Cases were already done in the room for the day before this was an issue.